Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reported in b5, the evaluation found the following: due to damage on charged coupled device unit the image had roughness. Due to wear of forceps lever the bending section could not be fixed firmly. The adhesive on the bending section cover had a chip. Video connector had a scratch. The video connector had a crack. The video connector case had a scratch and a crack. Light guide cover glass had a scratch. Light guide connector had a scratch. Angulation lever had a scratch. Switch one had discoloration and a scratch. The right/left plate had a scratch. The up/down angulation lever plate had a scratch. Grip had a scratch. Control unit had a scratch. Right/left lever had a scratch.the investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited the adhesive part of the objective lens was peeled off. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the defective items are caused by stress from use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: the inspection method for the suggested event is described as follows in the operation manual ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.